Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73f1500065 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staples were slightly detached from the patient's skin when suturing, so the user could not suture properly. A new stapler was used. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) stapler of catalog number 528235 visistat 35w 6/box was received used, opened but with original packaging, lot # 73f15100065 was confirmed with sample received, stapler was received with remaining staples; staples was not observed misaligned. During visual inspection the components looked well assembled, no staples stuck staple in tip the cartridge. Functional inspection: stapler was fired (activated) and a staple was loaded, closed & released properly. After that 5 more staples were fired normally and formed and released properly. Finally, 24 staples were fired (activated) & closed on a rubber material (sponge), all staples were fired/closed without problems. Sample received did not confirm the defect reported by the customer does not grab skin properly. A functional inspection was performed with remaining staples. First firing 5 staples in the air without any issues and then 24 staples were fired on the rubber material (sponge) and all staples were fired/closed without problems, the device worked properly. Therefore, corrective actions is not required at this time. However, we will continue to monitor for trends.

Event description:
Alleged event: the staples were slightly detached from the patient's skin when suturing, so the user could not suture properly. A new stapler was used. The patient's condition was reported as fine.